Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2010, due to impaired function of the implant and a massive reaction mass appearing on MRI. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.(B)(4).